Manufacturer narrative:
Findings: unable to prime during prime test due to faulty force sensor(gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5 units. The customer was able to go through the priming process but the device will need to be replaced due to motor error.